Manufacturer narrative:
Continuation of medical devices: ddmb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) after receiving inappropriate shocks from the implantable cardioverter defibrillator (ICD) for atrial arrhythmias detected as ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. An interrogation report from the device showed that the device did not withhold therapy due to atrial undersensing from the right atrial (ra) lead causing mismatch in the wavelet criteria. A follow up with the patient¿s healthcare provider yielded that the patient was not compliant with device check appointments and there were no intervention performed to resolve the issue. The device and ra lead remains in use. No further patient complications have been reported as a result of this event.